Manufacturer narrative:
The fse replaced the reagent probe b collar wash valve and the issue was resolved. (B)(4).

Event description:
A bec (beckman coulter) field service engineer (fse) found liquid in the upper reagent carousel and a leak at reagent probe b during evaluation of a customer's unicel dxc 800 pro synchron system. The engineer wore personal protective equipment consisting of gloves and a laboratory coat. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.